Manufacturer narrative:
The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after going through fill tubing while connected at the site. Reportedly, the customer disconnected "pretty quickly" after the fill tubing was initiated. The customer's blood glucose (bg) level was 122 mg/dl. Tandem's technical support informed the customer on the proper load process.